Manufacturer narrative:
B3: unknown; no information has been provided to date. No information has been provided to the device lot number; catalogue number and device has not been returned to manufacturer. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involved a needle-free hemodialysis tego connector. During use, the patient experienced an inability to aspirate blood through the connector. There was patient involvement with harm.